Manufacturer narrative:
Continuation of d10: product ID: 97755 lot# serial# (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient via a response letter. They stated that they had to charge it a lot but even when they don't charge it or are not active, the battery goes down faster than it used to.

Manufacturer narrative:
Concomitant products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated his battery was not lasting not even a day. They stated he went to bed with the ins at 100% and shuts off the ins before bed and when waking up the ins was dead and has to charge again. They stated he thought something was wrong with the charger as its also taking 3-4 hours to charge the ins. The patient stated it was always on excellent the entire time. An email was sent to the repair department to replace the device. They were sent a new recharger as well as directed to their hcp. They stated they had one ins for neck and one for the back. They stated that since they put new cables in they now goes through battery in one day. The patient stated he shut off at night before bed and was fully charged. They stated last night was off and woke up empty this am and not sure why as the ins was off and was at 100%. The patient stated takes 3-4 hours to charge the ins. They stated he'd been miserable one year because of only one of the leads working so those were replaced (already reported event). The patient stated he'd had some improvement. They sent rtm to see if this will help with taking long to charge ins.